Event description:
A patient called in to zoll lifecor customer support to report that he was having trouble with one of his batteries. He reported that he swapped out his battery and went to put it in the charger, but it wobbled and did not fit completely into the charger. The patient received a replacement battery pack.

Manufacturer narrative:
Device eval summary: device evaluation of battery pack (B)(4) has been completed. The reported problem (battery not fitting in charger properly) has been confirmed. The battery pack was found to have a damaged connector shell. The damaged connector shell caused the battery to not fit properly in charger battery well. The root cause of the damage cannot be positively identified but may have resulted from a drop. No adverse event resulted from the damaged connector shell. The patient received a replacement battery pack.